Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer ran an external quality control for elecsys cyfra 21-1 (cyfra), elecsys total psa immunoassay (tpsa), elecsys free psa immunoassay (fpsa), elecsys afp assay (afp), and elecsys probnp ii immunoassay (probnpii) on a cobas 6000 e 601 module. When the customer received their external quality assessment results, their results were "divided by two." The customer retested the external quality controls and all patients¿ samples from (B)(6) 2017. The results for the external quality control were now acceptable, but for approximately 20 patients there were "observed differences" from the original results. Specific repeat results and details were not provided. The original test results from cyfra, tpsa, fpsa, afp, and probnpii are included in the attachment to this medwatch. The initial results were reported outside of the laboratory. There was no allegation of an adverse event. The cyfra reagent lot was 213742. The tpsa reagent lot was 216023. The fpsa reagent lot was 243139. The afp reagent lot was 267272. The probnpii reagent lot was 227748. The expiration dates were requested but not provided. Discrepant low results are typically caused by a sample pipetting issue. As the issue appears to have resolved itself and did not appear again, a general issue with the analyzer can be excluded. Further as the issue was on only one channel an issue with the reagents is unlikely as well. Finally, a not suitable sample (late clotting, fibrin, high protein concentration) could cause a temporary contamination of the measuring cell, but this should not give "good" results for the time the discrepant results occurred. No further issues are reported. Based on the available data, no root cause can be identified.